Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient can't connect ins to the programmer to see status of therapy as they were not feeling any stimulation. The ins was not working. Handset and communicator working normally. Reset both just in case but they won't find ins. Patient had it implanted in 2022. External devices working, referred to hcp. Patient has been notified that they should call back if their issue is not resolved permanently.